Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported the device displayed a pacing problem, high threshold, and high impedance. It was also reported the lead displayed high thresholds, rising, and high impedance. At the revision procedure, the lead was tested with an analyzer and the measurements were found to be ¿perfect.¿ the lead remains in use and the device was replaced. No patient complications have been reported as a result of this event.